Manufacturer narrative:
(B)(4).

Event description:
During follow-up, high impedance was noted on the right ventricular lead due to subclavian crush. The lead was replaced and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any indication of subclavian crush damage. Other damages found are consistent with those occurring at the time of explant.